Event description:
It was reported that the device was contaminated. An encore 26 inflation device was selected for use. During preparation, a foreign material was found inside the cover. The procedure was completed with another of the same device and there was no patient injury.

Manufacturer narrative:
The device was not returned. However, there is a picture attached in the complaint record. In the picture is possible to observe the foreign matter reported.

Event description:
It was reported that the device was contaminated. An encore 26 inflation device was selected for use. During preparation, a foreign material was found inside the cover. The procedure was completed with another of the same device and there was no patient injury.